Event description:
It was reported to philips that a disk full error prevented image storage during a vascular procedure on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed database recreation and disk cleaning. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).